Event description:
On (B) (6) 2008, the patient reported that he noticed condensation in the cartridge compartment of the infusion device. He stated that he has not used the infusion device near water sources and the condensation does not smell like insulin. He stated that his insulin cartridges are a little cool when he inserts them into the infusion device. He was advised to dry the condensation with a cotton swab. Upon follow up on (B) (6) 2008, the patient stated that the cartridge compartment was dry. He believes he overfilled the insulin cartridges and insulin may have overflowed into the cartridge compartment. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.